Manufacturer narrative:
During visual examination, the catheter was returned without balloons. Confirmed distal, medial and proximal balloon were completely damaged, only a piece of balloon was remained at proximal end of medial balloon. All lumens were flushed without resistance, except in/ out luers due to the damaged/tear on the balloons. Observed blood residue on the catheter balloon and luered tubings.during visual examination, the catheter was returned without balloons. Confirmed distal, medial and proximal balloon were completely damaged, only a piece of balloon was remained at proximal end of medial balloon. The customer did not perform x-ray of the patient but does not appear that this has harmed the patient. The user has not reported any adverse effect on the patient. Based on available information, it is not known who cut the balloons, when they were cut and why they were cut. All lumens were flushed without resistance, except in/ out luers due to the damaged/tear on the balloons. Observed blood residue on the catheter balloon and luered tubings.

Manufacturer narrative:
The reported complaint of a burst icy catheter (lot # 148159) balloons was confirmed during visual inspection. The catheter was returned without balloons. The probable root cause of the reported complaint could not be determined. During visual examination, confirmed distal, medial and proximal balloon were completely damaged, only a piece of balloon was remained at proximal end of medial balloon. All lumens were flushed without resistance, except in/ out luers due to the damaged/tear on the balloons. Observed blood residue on the catheter balloon and luered tubings. Unable to perform functional pressure leak test due to the condition in which the icy catheter was received. During manufacturing, all catheters are 100% inspected for leaks and integrity of the catheter balloons are verified by subjecting them to pressure test during manufacturing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 148159.

Event description:
During ivtm therapy, a hospital staff reported that the first start-up kit (suk) lot #148308 used was not filling the tubes with saline and was replaced. Staff use a second suk (lot #146163) and saline filled the tubes. After 10 minutes of treatment, blood was observed in the suk. No saline fluid leaks was observed. The icy catheter was removed and a burst balloon was observed. Insertion of icy catheter was smooth. There was no system alarms noticed during treatment. No consequences or impact to patient.